Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u61 was inoperative and caused the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device rebooted itself upon powering the device on. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device rebooted itself upon powering the device on. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u61 was inoperative and caused the reported issue. (B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u61 was inoperative and caused the reported issue. It was also observed that u61 had up to 200 ua of leakage current which depleted the coin cell battery, designator b1.